Event description:
It was reported to the aci sales professional that 9 pts (gender of pts unk) underwent peripheral intervention procedures sometime between (B)(6) 2011. Access for each procedure was obtained at the common femoral artery (cfa) via a 6f procedural sheath with heparin, integrillin and plavix on board. A pre-procedural femoral angiogram was taken and showed presence of pvd in every case. Following the procedures, the physician who is a trained user of the mynx, chose the mynx for femoral arterial closure of each pt. There was no contrast used in preparing the balloons. It was reported that the balloons "self deflated" and the devices in each event pulled through the arteriotomy. The devices were removed and all the pts were subsequently converted to manual compression to which successful hemostases were achieved. The pts were ambulated and discharged to home without vascular complications at the access sites. No further info was provided.

Manufacturer narrative:
Based on the info received and without return of a device, a physical investigation could not be performed. The review of the lhr (lot f1028103) indicated that the mynx device met all established performance criteria prior to shipment.